Manufacturer narrative:
(B)(4) - continuous spinning of blade. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04627. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a robotic laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was continuously spinning so the circulating nurse stood by the motor drive and manually operated the unit, turning it on and off as the surgeon directed. The procedure was completed with the same device and motor drive despite the continuous spinning. There were no adverse patient consequences.